Event description:
Reporter alleged that obtaining an unknown blood glucose result immediately after an undosed test strip was placed in the aviva system. No actions were reported taken or treatments rec'd. No adverse event reported. A quest was made for the return of the suspect device and replacement product was sent.